Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, it was noted the catheter was returned with the guidewire still inserted through the device. Visual inspection of the device noted no abnormalities. An attempt to withdraw the inserted guidewire was unsuccessful during functional testing. Dissection of the catheter revealed kinking of the guidewire lumen just outside the inner hypotube. It was reported that posterior wall isolation (pwi) was performed without the guidewire while in flower configuration. It is likely that the kink in the guidewire lumen occurred when the user deployed and undeployed the catheter without a guidewire inserted. The reported stuck guidewire event was confirmed.

Event description:
It was reported that a stuck guidewire occurred. During an pulsed field ablation (pfa) procedure, a farawave pfa catheter was selected for use. With the catheter in flower configuration, the guidewire could not retract or advance in the catheter. The guidewire would only retract and advance while in the chamber with the catheter in the basket configuration. There were no issues noted prior to the procedure during testing. Only posterior wall isolation (pwi) was completed following the stuck guidewire. Pwi was completed without the guidewire while in flower configuration after retracting the guidewire while in basket configuration. Use of the device to perform pwi constituted off-label use, as the catheter is only indicated to perform pulmonary vein isolation per the instructions for use (IFU). To limit an exchange, the original catheter was used to complete this procedure. No patient complications were reported. The catheter was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During an pulsed field ablation (pfa) procedure, a farawave pfa catheter was selected for use. With the catheter in flower configuration, the guidewire could not retract or advance in the catheter. The guidewire would only retract and advance while in the chamber with the catheter in the basket configuration. There were no issues noted prior to the procedure during testing. Only posterior wall isolation (pwi) was completed following the stuck guidewire. Pwi was completed without the guidewire while in flower configuration after retracting the guidewire while in basket configuration. Use of the device to perform pwi constituted off-label use, as the catheter is only indicated to perform pulmonary vein isolation per the instructions for use (IFU). To limit an exchange, the original catheter was used to complete this procedure. No patient complications were reported. The catheter is expected to be returned for analysis.